Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample from a cobas 6000 e 601 module. The result on (B)(6) 2016 was 40 iu/l and was reported to the patient's caregiver. This result was not expected as the patient was not pregnant. A free-beta hcg test was requested and the result was negative. No specific data was provided. The patient's doctor administered an oral contraceptive pill (ocp) in order to suppress lh and fsh in the patient. Two weeks later, the patient was retested for hcg+b and the result was negative. No specific data was provided. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Possible root causes are pre-analytic issues or contamination. As there was two weeks' time between the tested samples, it cannot be excluded that the first result was correct and the patient had an early abortion which would lead to the decrease in the result.